Manufacturer narrative:
The device remains in the pt. The lot history record was reviewed. There are no non-conforming material reports associated with this lot number.

Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of symptoms: post procedure. It was reported that post a left internal carotid artery pta stenting procedure, the pt experienced hypotension. The pt was started on a dopamine drip. Three days later, the hypotension resolved and the dopamine was discontinued. Later that evening, the pt experienced a witnessed seizure-like activity lasting approximately 45 seconds. He was evaluated by a neurologist the following day, who felt the pt did not experience a seizure and there were no residual effects. The pt was discharged to home 5 days after the procedure in stable condition. Though requested, no add'l info was available.